Manufacturer narrative:
Follow up #1: 06/02/2017. Additional information: additional information was provided to animas relating to this alleged issue. The reporter noted that at the time of the temperature issue, the pump had ceased to function due to the overheating. Upon inspection of the device, the reporter noted that the (B)(6) lithium battery that was in the pump had expanded.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient received burn marks on the skin while on insulin pump therapy due to the pump allegedly overheating during use. The patient reportedly did not receive any treatment by a health care provider. The patient reportedly self-treated the skin with ¿cooling gel¿ and the mark on the skin was reportedly nearly gone that same day. This alleged injury does not qualify as a reportable adverse event per animas¿ criteria. Therefore, no adverse event is being reported associated with this complaint. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device was returned to the manufacturer and investigated by product analysis on 08/02/2017 with the following findings: review of the black box data verified a power interruption at the time of the reported overheating issue; (B)(6) 2017 at 05:23. The black box data verified the voltages were steady with no sudden drop prior to the event. The pump was tested for a minimum of 24 hours with the customer¿s pump settings with no errors, alarms or warning occurring, no overheating and no loss of power/power interruption. The electrical current draws were measured and found to be within the required specifications. There was no evidence of moisture inside the battery compartment or inside the pump. The power flex and power circuit was inspected and found to be intact without defects. The user¿s battery, which was reported to have ¿expanded¿, was not returned with the pump for evaluation. Investigation did not duplicate the complaint.